Event description:
It was reported there was a ventricular lead warning for low impedance due to a possible insulation breach. The impedance was 259 ohms unipolar and below 200 ohms bipolar, along with a capture threshold of 2.5 volts. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.